Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose levels. The customer was also experiencing chest pain when she was hospitalized. Troubleshooting was performed and the insulin pump passed the required tests. The customer also stated she had a urinary tract infection prior to hospitalization.